Event description:
Additional information: it was reported about 2 weeks prior to (B)(6) 2012, the patient's pump was "turned up a bit". On (B)(6) 2012, the patient's pump was refilled and the medication was increased a second time. Baclofen was added at that time to help relieve his leg cramping. On (B)(6) 2012 the patient began to get weak and by the time the patients' wife had picked him up from work he couldn't walk; he had passed out before he had arrived at home. His blood pressure had "spiked" after an unknown medication was given at the hospital and then came back down. It was reported that the patient also experienced ongoing blurred vision. It was reported that the patient was in the hospital for 4 days because of it, which had 'nearly killed' him and that the doctor stated that it was a pump malfunction. The pump was turned down as low as it could have gone and diagnostics of the pump were unknown at the time. It was reported that a pump replacement was done and the same catheter was still in place. It was unclear if pump replacement occurred on the date of this event or not. A computed tomography (CT) scan was done, but no results were known at the time of this report. The patient's outcome was reported as the patient still had blurred vision and he was "taking therapy" at home to stop the numbness in his legs. The drugs being delivered via pump, along with morphine, were bupivacaine and baclofen. No further information was reported. Additional information has been requested and a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported further event detail. When the patient was sent to the hospital on (B)(6) 2012, as already reported, the reporter noted that the patient "had quit breathing twice and if my pacemaker had not been in me I would have died". The patient was noted as "still recovering" and as still having "a lot of problems". The reporter indicated that the pump was "not removed yet but will be soon". This information conflicted with the previously reported information that the pump had been replaced, so it was unclear if the pump had been replaced when the patient was hospitalized. The patient noted that "I have used a pain pump for 12 years or better and it always served me well, but now it has to be removed". The plan for removal was not provided by reporter. Per the manufacturer device registry, the pump and catheter were explanted as of (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
The health care provider reported the patient experienced sudden onset of radicular symptoms including muscle aches in lower extremities. CT imaging was done the day of the report to rule out an inflammatory mass and the hcp reported the catheter tip appeared "dense". The pump delivered morphine 8mg/ml at 1.59mg/day. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).